Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had flashing display. The customer¿s blood glucose level was 19 mmol/l. Customer stated that the constant alarm on the insulin pump with nothing on screen there was a red light flashing and the screen flashing white. Troubleshooting was performed. Customer was not reported of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank flashing white display due to corroded electronic assemblies. Device received with corroded motor home switch. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test or verify missing segments or partial display due to display anomaly.